Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues could not be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a broken wire was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument wire was broken at the instrument shaft. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument did not collide with and other instrument or tool during the procedure. There were no issues related to the opening/closing of the grips, the left/right motion of the grips, nor the up/down motion of the wrist. There was one visibly protruding cable identified at the distal end of the instrument. It was unknown if the cable was related to the opening/closing of the jaws or the up/down motion of the wrist.